Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient was a little tender from the procedure. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Additional information received on (B)(6) 2019 from the family member reported they thought the trial patient was getting an infection under the bandage when looking at the incision site. The patient stated that the area was getting very itchy. They were to contact their clinician for the issue tomorrow. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any actions/interventions were taken for the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.